Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called and stated that he had a left hip replacement on or about (B)(6) 2003. Patient stated that on or about (B)(6) 2014 he started experiencing popping noises, squeaks, periodic pain and left leg is 3/8th inches longer than his right. Leg.